Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "acetabular was reamed to 54 mm reamer was double checked for size 54 mm trial was placed and fit properly. A 54 mm psl shell was attempted to implant multiple times. After multiple attempts to seat shell a second 54 mm shell was opened and this implant seated on the first attempt. First implant is being returned for examinations."